Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not yet received for evaluation.

Event description:
It was reported that during the cleaning process, the front sheet of the console 230v had some bubbles and liquid on the surface. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that during the cleaning process, the front sheet of the console 230v had some bubbles and liquid on the surface. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the front sheet of the panel housing having bubbling after cleaning was confirmed through visual inspection. Based on the manufacturer's instructions for use, the customer should not use solvents, lubricants, or other chemicals, unless otherwise specified. Harsh chemical can cause the plastic on the front sheet of the panel housing to bubble.